Event description:
In 2001, the patient was implanted with a vented electric left ventricular assist device (lvad). In 2003, the hospital contacted the manufacturer reporting that the patient was at home and had experienced a red heart alarm and the pump stopped. The patient was pumped to the hospital and upon arrival the circulatory support tech attempted to connect the patient to the pneumatic drive console, but the patient could not feel the pump pumping. The patient was then returned to electrical actuation of the device and the manufacturer was contacted. The manufacturer advised circulatory support to make sure that the pneumatic drive console was functioning and they could air blowing out of the line. Also advised circulatory support to leave the controller unpowered and on the perc line to hold they connector in place. A surgeon was called to come in to the ER and was able to run the device pneumatically. The lvad was replaced two days later and the device was returned to the manufacturer for evaluation. The patient remains ongoing on lvad support while awaiting a heart transplant.